Event description:
Additional information received indicated that the patient had further instances of post-paced t-wave over-sensing. The patient was asymptomatic. The physician performed programming changes and the patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. A stored electrogram showed the patient's implantable cardioverter defibrillator (ICD) was over-sensing post-paced t-waves. No changes have been made.